Event description:
Customer reports via phone that during retrograde cystogram with stone removal, the system fluro failed. Staff moved the patient to another room where procedure was completed without further incident. Customer did not provide patient gender and age. No reported injury.

Manufacturer narrative:
Customer called service reporting that their infimed computer was not powering up. Tech support discussed issue with customer, found that the generator and table power up normally, but not computer. No repair was attempted as customer told tech support that their serviceman was coming to fix. Product monitoring contacted customer and was told a third party service provider found a burnt wire on the infimed hard drive. A new hard drive was installed, and the customer reports the system was functioning without any reported issues.